Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury, previously. Device issue: stent dislodgement. It was reported that the stent implant dislodged from the rx mini vision stent delivery system (sds) balloon during removal of the protective sheath. Reportedly, there was no patient involvement with this device. No additional event or patient information is available.

Manufacturer narrative:
.